Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced poor performance with device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report (B)(6) 2018.

Manufacturer narrative:
The device was received at cochlear analysis team. As per the document with the device, the device was explanted (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery. This report is filed on august 19, 2019.

Manufacturer narrative:
This report is submitted september 17, 2019.